Event description:
It was reported during the surgery that the metal impactor fractured. No pieces in patient, no delays, no broken pieces. The instrument was discarded. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g4, g7, h2, h3, h6, h10 corrected: b5 and h4 visual examination of the returned product identified signs of repeated use, nicks, gouges and strike marks. Inspection of the thread found no damages. The broken impactor portion was not returned with the handle. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the surgery that the humeral impactor broke. No pieces in patient, no delays, no broken pieces. The instrument was discarded. Attempts have been made and additional information on the reported event is unavailable at this time.